Event description:
It was reported that the patient developed an allergic skin reaction at the Pod¿s insertion site (leg) after wearing the Pod between 5 and 24 hours. Symptoms reported include pain, itchiness, redness and blisters at the insertion site. The patient¿s legal guardian consulted the diabetologist via telephone at (b)(6) on (b)(6) 2026. During the 10-minute call, the diabetologist recommended applying a nasal spray to the skin prior to Pod placement. The Pod was discarded, and a new Pod was subsequently applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.